Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the user received a malfunction alert. A dry run was performed successfully, and the user was advised to complete a full supply change. No health effects were reported.